Event description:
It was reported that cgm displayed repeated error message while sensor g7 was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance from support, and after reset pump no longer displayed cgm error message; no further actions were reported.